Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had a no calibration occurred. Customer¿s blood glucose was 53 mg/dl at the time of incident. Customer was advised to disconnect the transmitter from the sensor and place the transmitter on the charger. Customer does not have a transmitter available and the sensor has already been removed. Customer had a low blood glucose of 53 mg/dl and no low blood glucose troubleshooting was performed. The product is not expected to return for analysis.